Manufacturer narrative:
D10 concomitant product: egia60amt egia 60 artic med thick sulu (lot#: p4h1015) sigphandle, sig power sigphandle handle (serial#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a gastroplasty bypass, the reload was fired, but the reload's cutting blade did not retract and the reload was locked on tissue. The reload remained closed in the patient's tissue and could not be removed. Restarted the entire process using the manual retraction key, but it did not work. Several staples were used around the entire reload to be able to release from the tissue, and resection was done to resolve the issue. The surgical time was extended for one hour due to the device issue.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that there was a notable gap between the distal end of the adapter and the proximal end of the reload cover tube, indicating damage to the reload adapter. There was notable damage to the proximal cap of the adapter and the articulation trilobe coupler was found to be depressed. Functionally, the adapter was connected to the software, and the strain gauge was unresponsive with the reload still connected. It was noted that the strain gauge value was higher than expected. The blue button could not be fully depressed. The firing rod was found to be extended several centimeters beyond home position and there was damage to the tip of the firing rod, indicative of a disconnection from the reload laminates. It was reported that the knife blade did not retract and the reload locked on the tissue. The reported issues were confirmed. The most likely cause was traced to a component failure. The evaluation detected an unreported condition of tare error. The most likely cause for this condition is traced to a device design issue. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.